Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had an unusual post operative liver resection bleeding the next day when they used the device. The amount of blood loss was not determined. An end tone was heard during use of the device. The surgeon stopped using the device and started using an instrument.